Event description:
A malfunction was reported with the pump, but there was no adverse impact on the customer's blood glucose level. The customer received assistance from technical support to reset the pump, and after resetting, the malfunction did not recur. Technical support advised the customer to continue using the pump and to contact them if any issues reoccurred. The customer understood and acknowledged the instructions. During the process, a connection issue led technical support to call the customer back on a different phone number as requested.